Event description:
Pt on tube feeding/dye added fd&c blue #1 via flexiflo quantum color mark pump set. Pt had been in ICU x 15 days and died from multiple organ system failure on 3/27. Right before pt died thier skin turned green. Remained after death paper sample approximating color of skin.